Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. As returned the ringloc was bent, a definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Cmp(B)(4). (B)(4). Concomitant products: catalog #: 405800, comp. Rev shldr 9 in steinmann, lot # 204780. Catalog #: 106021, ringloc+ replacement ring sz21, lot # 424700. Catalog #: 113612, comp primary stem 12mm micro, lot # 570200. Catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 423730. Catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 239570. Catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 71794257. Catalog #: 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 425550. Catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 004380. Catalog #: 115313, comp rvsr shldr glnsp +3 36mm, lot # 245300. Device has been returned and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02701.

Event description:
It was reported that during a reverse total shoulder arthroplasty, while assembling the humeral bearing onto the tray, the humeral bearing would not engage into the locking ring. Upon impaction, the locking ring bent. A new device was available to complete the procedure. No patient consequences were reported as a result of the malfunction.